Event description:
Patient presented to hospital with sudden onset aphasia and right hemiparesis. Patient was screened, consented, and randomized to the penumbra system alone arm of the separator 3d trial. Angiography demonstrated occlusion of the left m1 mca. Upon attempted revascularization with penumbra separator 054 and 5max catheter, a 6x6 mm carotid opthalmic artery aneurysm was discovered. Revascularization was continued until the patient achieved tici 2a. The procedure report then indicated there were significant distal emboli noted in the angular and the parieto-occipital branches of the mca. Additionally, there was a flow defect noted in the pericallosal branch of the anterior cerebral artery which demonstrated impaired collateral filling and delayed collateral filling to the parietal cortex. The procedure was then terminated. The site reviewed and confirmed the event relationship as ¿probable¿ to the devices.

Manufacturer narrative:
Conclusion: distal emboli are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00201 and MDR 3005168196-2013-00202. Hospital disposed of devices.

Manufacturer narrative:
Please note that a correction was made to the following section(s):the event occurred on (B)(6) 2013.